Event description:
It was reported during the unload of a patient the crew felt like they heard the legs of the cot lock into place but upon pulling the cot out of the ambulance the cot allegedly dropped to the ground with the patient. It was alleged the patient received a laceration to the right side of their forehead. No further details were provided in the initial report.

Manufacturer narrative:
A visual and functional evaluation of the device was conducted by ferno's authorized field service representative. At the time of the evaluation, the customer advised the technician that at the time of the incident the foot end operator was unsure if the legs were down and was in the process of lifting up the foot end to check the legs while the head end operator was releasing the cot from the fastener. The alleged issue could not be duplicated and the cot was functioning according to specification. There were unrelated observations of parts showing wear and needing repair. The customer authorized repair of these areas and the cot was returned to service. No further information was provided regarding the patient's injury.